Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It was also reported that the balloon was not soaked prior to use. It should be noted that the nc trek instruction for use instructs to submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. In this case, failing to submerge the balloon prior to use does not appear to have contributed to the reported difficulties.

Event description:
It was reported that the procedure was to treat a lesion located in the mildly tortuous, moderately calcified, 40% stenosed mid left anterior descending artery. There was no resistance reported during removal of the protective sheath from the balloon prior to use. Resistance was felt when advancing the 2.75x12 mm nc trek balloon to the lesion. The balloon ruptured on the first inflation at 12 atmospheres. Another nc trek of the same size was used successfully to complete the case. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.